Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for two patient samples tested with elecsys ft3 iii on a cobas 8000 e 801 module. It was asked, but it is not known if any incorrect values were reported outside of the laboratory. The samples were initially tested on the customer's e 801 analyzer on (B)(6) 2019. The samples were repeated on a siemens centaur analyzer. The samples were also provided for investigation where they were tested on a second e 801 analyzer on (B)(6) 2019 and on a cobas 8000 e 602 module and cobas e 411 immunoassay analyzer on (B)(6) 2019. No adverse events were alleged to have occurred with the patients. The e 801 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 348359, with an expiration date of 31-oct-2019 was used on this analyzer. The e 602 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 372451, with an expiration date of 30-nov-2019 was used on this analyzer. The e 411 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 341685, with an expiration date of 30-jun-2019 was used on this analyzer.

Manufacturer narrative:
Two patient samples were received for investigation. An interference could be found in sample ID (B)(6). The interference is documented in product labeling for the assay. No interference was found in sample ID (B)(6). The difference observed between the ft3 values generated for sample ID: (B)(6) on analyzers of roche and siemens it needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, and differences in reference materials and the standardization methodology used.